Event description:
It was reported a standard insertion handle and protection sleeve malfunctioned during surgery. The surgeon was performing a lateral entry femoral nail procedure to repair a proximal femur fracture, while attempting to use the 120 degree antigrade option, the two devices would not go all the way to the bone. It was reported that when the surgeon attempted to get the two devices down to the bone, they would get stuck. There was a one minute delay in surgery. The surgeon used an alternative option (a lateral medical screw) and surgery was successfully completed. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned standard insertion handle (lot 1564982) is approximately 7 years old. The standard insertion handle was received with multiple hammer marks on the bottom side of the handle around the edge of the 120 degree antegrade insertion hole. Also, the etching on the handle is fading away. The balance of the instrument is in good condition. A review of the design drawing indicates that the returned part was manufactured to on older drawing. Since then there was three updates to the design that did not affect the intended usage of the device. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. The returned protection sleeve (lot 3681987) is 3 years and 7 months old. The protection sleeve was received with multiple scratch marks on the protection sleeve. Upon insertion of the returned protections sleeve into the insertion handle only 20mm of the protection sleeves length fits through the 120 degree insertion hole. The balance of the instrument is in good condition. A review of the design drawing indicates that the returned part was manufactured to an older drawing. Since then there was two updates to the design that did not affect the intended usage of the device. The complaint is confirmed for the complaint condition. The design is adequate for its intended use and did not contribute to this complaint condition. The method of use has reduced the hole diameter at this feature preventing the protection sleeve from being full inserted into the 120 degree insertion hole on the insertion handle. All such insertion handle removal techniques are intended to be performed by using the slide hammer>hammer guide>driving cap connected to the proximal side of the insertion handle. Therefore, this complaint is invalid from a design perspective. Device was used for treatment, not diagnosis. Is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.